Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with extensive lysis of adhesions, lavh, bso, management of acute renal failure, revisited for wound closure, wound vac placement and blood transfusion. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent cystoscopy with left ureteroscopy, left retrograde pyelogram and left ureteral stent placement on (B)(6) 2014 due to left ureteral stone. It was reported that patient underwent cystoscopy with right ureteroscopy, right retrograde pyelography, stone manipulation and right ureteral stent placement on (B)(6) 2015 due to right 6 mm proximal ureteral stone. No additional information was provided.